Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation, pain and doctor's visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the doctor's office due to pain and irritation at the insertion site, while wearing the pod between 24 and 36 hours. The patient had the wound cut open by the doctor. No other information was provided on this event.